Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the etn (expert tibial nail) was inserted for a patient who had a distal tibia fracture. On (B)(6) 2014, when the surgeon attempted to remove this nail, the locking screw (04.005.520s) in the distal hole run idle and was unable to remove. Because idling has been continued, the surgeon scraped the bone around the screw to expose the screw head. The surgeon forced to remove the screw by applying the principle of leverage. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.